Event description:
It was reported that during a procedure, the surgeon inserted the etn via the standard technique. When it came to proximal locking the 3.2mm drill bit missed the nail. After multiple attempts, the staff opened the hospitals second consignment etn set and the proximal locking was completed without any further issues. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR for this lot has been requested. The return instrumentation has been investigated, and the functional tests have shown that the instrumentation is in a good working order. Test with another nail showed no problem at all, therefore we are not able to comprehend the mentioned problem. It was noticed that the insertion handle is damaged, which lead us to believe that too much mechanical force as well as wear and tear may have led to this damage. The returned instruments were analyzed for conformance to print specifications. No product faults could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: manufacturing documents were reviewed and no complaint related issues were found.